Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that the tip of a yukon navigated cervical tap fractured intra-operatively and that the fractured tip remains in the patient. The procedure was completed with a 30-45 minute surgical delay.